Manufacturer narrative:
(B)(6), prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a prismaflex st150, a bubbling in the effluent line leading out of the effluent pump on the machine. The line was observed to leak outside of the circuit, on top of the extra bubbling, visible drips where dripping down the side of the machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A pressure test was performed and a leak was detected. Their visual inspection observed that the effluent pump was disconnected from the support plate. The reported condition was verified. The cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.